Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) the catheter was returned, analyzed, and primary analysis results revealed that the catheter was kinked. Additionally, catheter separation and implant damage was noted. The lab personell also noted that the catheter is split spirally, is kinked at the separatoin point. The slitter was also returned, analyzed, and primary analysis results on the slitter revealed no anomalies found. The lab personell did note that the slitter blade shows signs of damage and it is dull and bent. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the delivery catheter was ruptured during slitting and that the lead was dislodged. No patient complications have been reported as a result of this event. It was reported that the delivery catheter was ruptured during slitting and that the lead was dislodged. No patient complications have been reported as a result of this event.

Event description:
It was reported that the delivery catheter was ruptured during slitting and that the lead was dislodged. No patient complications have been reported as a result of this event.